Event description:
User noted a leak coming from the instrument onto the floor. User confirmed they used proper ppe and universal precautions when cleaning up the leak. No pt samples were involved and operator was not harmed. The field service representative determined the cause to be a damaged valve body and replaced valve body. Performance tests were performed, with no further leaks noted.